Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that various buttons on the pcu keypad do not work properly when pushed. The device was not in use on a patient when the malfunction occurred.

Event description:
It was reported that various buttons on the pcu keypad do not work properly when pushed. The device was not in use on a patient when the malfunction occurred.

Manufacturer narrative:
Investigation conclusion: the customer¿s report of pcu keypad malfunctions was confirmed. Device inspection: for s/n (B)(6): this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted the keypad malfunction, resolved by replacing keypad. Root cause analysis: for s/n (B)(6): based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key. Device history review: a review of the device history record showed the device had a manufacture date of 19dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.